Manufacturer narrative:
Per the field service manager, in the video provided by the user facility the occlusion is seen moving five clicks. Per data log analysis, only one of the four pump logs cover the incident date. In that log there is no indication of a problem. Pump occlusion change is a mechanical change, nothing would be logged.

Manufacturer narrative:
Per the field service representative (fsr), during his preventive maintenance on this pump in march, he was unable to duplicate the issue or find any other issues. He did notice that the user facility uses separate tubings with different thickness and diameter.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump being used in the sucker position would lose occlusion. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the roller pump in the sucker position was set up according to institutional protocol and the occlusion was set, per protocol. The roller pump was being used as a double loaded sucker. During the procedure, the perfusionist noticed that the pump was losing occlusion slightly and to mitigate the issue, the team had to periodically adjust the occlusion on this roller pump. The incident did not delay the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed there to be a loss of occlusion, likely due to a defective guide collar cam block assembly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the parts conformed to the print specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.